Event description:
Ous MDR - after an implantation period of 36 months oversensing was reportedly detected via home monitoring. The lead is still implanted and the ICD was deactivated. Biotronik has no information about a revision of the lead. Should any details become available, this file will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available iegms confirmed the presence of noise on the rv channel as reported in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.